Event description:
It was reported that the ipg site had a scab and possible wound dehiscence. The patient underwent a revision procedure and the ipg incision site was improved. The patient was doing well postoperatively. The device remains implanted.